Manufacturer narrative:
H10: at bench repair, the reported issue was unable to be duplicated. Bench repair was unable to duplicate the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the display was dim. The unit was sent to bench repair.